Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. No reset or shut down anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump stopped working and alarmed compromised force sensor system. Customer stated the insulin squirted out and she was going through a lot of insulin. Customer's blood glucose was 391 mg/dl when she woke up. Customer's blood glucose at the time of the event was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.